Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the lead incision site. The patient will consult with the physician regarding surgical intervention as the next course of action. Please note the event date is unknown.